Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On approximately (B)(6) 2026, no specific symptoms were reported the patient went to the hospital. When a fingerstick was taken, the cgm reading was 150 mg/dl, and the blood glucose reading was 600 mg/dl. The patient was treated with intravenous fluids. No insulin was given as the patient had already self-treated with insulin before going to the hospital. At an unknown moment the cgm reading was 140 mg/dl, and the blood glucose reading was 210 mg/dl the patient left the hospital after 3 hours. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c and d zone of the parkes error grid. No additional patient or event information is available.